Event description:
While attempting to stent the left pulmonary artery in a male patient with tetrology of fallot the stent was reported to dislodge from the stent delivery system (sds). During advancement of the sds (pg3910bps, lot#r0806261) to the target lesion, the physician decided to exchange the guidewire to a stiffer one. However, during the wire exchange, sds was pulled back against the sheath, dislodging the unexpanded stent. The stent then migrated and tracked entirely through the patient's circulation and ended up back at the groin, where they were able to retrieve the stent with a snare. The physician then attempted to deploy a second stent (pg2980bps, lot#r0406601) in the pulmonary artery. Knowing the stent was undersized for the target vessel, he was planning to deploy it, and then over-dilate it with a 10mm balloon. However, the expanded stent migrated and eventually lodged in the tricuspid valve at the apex of the heart. The stent was unable to be retrieved by physician. The patient was transported to another facility, where the stent was surgically removed. The patient is said to be doing fine at this time. There is no additional information available regarding patient, lesion or procedural characteristics regarding this event. Since the product or films of the procedure will not be returned, there is not enough information to draw a conclusion between the device and the event. However, the patient's difficult anatomy and procedural manipulation may have had an impact on this event.

Manufacturer narrative:
The product was not returned for analysis. A DHR review was performed and showed that this lot of product (r0406601) met all requirements per the applicable manufacturing quality plan (mqp), including the stent retentiontest values. This review was extended to subassemblies. This review confirmed that subassemblies met all requirements per the applicable mqp as well. This is one of two products used during the same procedure. Please reference MFR. Report #s 9610978-2006-00526 and 00527.